Manufacturer narrative:
Burr device was returned for evaluation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Visual inspection was performed and galling of the inner blade shaft was observed. Also the adapter body was cracked indicating excessive lateral load. Review of the device history records were performed which confirmed no inconsistencies. No root cause was determined for this case. (B)(4).

Event description:
During a hip arthroscopy it was reported that there was shedding of particulates in the joint space. The doctor irrigated the site prior to closing the patient portal. There was no specified time delay for this event.